Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-05512. It was reported the pt underwent surgical intervention on (B)(6) 2014 to obtain better coverage. During the procedure, both of the pt's leads were repositioned. Resolution is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.